Event description:
It was stated that the customer was hospitalized for low blood glucose levels. The reported blood glucose reading was 54 mg/dl. It was stated that the customer was sweaty and shaky. It was stated that the insulin pump was delivering boluses that the customer had not programmed. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the displacement test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.